Event description:
Customer called to report that the access 2 immunoassay system generated an erroneous result above the ami cut-off of 0.50 nanograms per milliliter (ng/ml) for one patient sample. Customer stated that the original result was 0.78 ng/ml. The sample was then repeated on another access platform, the results of which recovered lower at 0.17ng/ml and 0.16 ng/ml, within the risk stratification range. There was no death, injury or change to patient treatment attributed to or associated with this complaint. The customer technical specialist (cts) generated a service request for onsite inspection of the instrument.

Manufacturer narrative:
The field service engineer (fse) inspected the instrument and replaced the mixer belt, aspirate probes, substrate probe, all peripump tubing, and all connections. The fse also recalibrated the incubator belt and performed belt to pipettor alignments. The fse then verified luminometer and ultrasonics, replaced the transducer, rebuilt the precision pump, replaced the pipettor, replaced the wash tower nozzle, and performed all associated alignments. Although these hardware services were performed, the fse could not identify the cause of the event. The fse verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event. (B)(4).